Event description:
It was reported that the handpiece began overheating a few mins into a podiatry procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the rise in temperature could not be confirmed. Based on the investigation detail, a possible cause for some overheating was excessive side to side play in the sag head assembly. Service is to replace the complete sag head assembly then return to the customer.